Event description:
It was reported that the device was heating up during a case. The procedure was completed successfully with the same device without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device was heating up during a case. The procedure was completed successfully with the same device without a clinically significant delay; no adverse consequences or medical intervention were reported.